Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing and a high out of range pacing impedance measurement on the right atrial (ra) channel. Lead testing was performed but neither the noise nor the high impedances could be recreated. This ICD was reprogrammed and remains in service. The ra lead is a competitor's product. The physician has elected to continue closely monitoring the system via the remote monitoring system. No adverse patient effects were reported.